Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a damage. The customer¿s blood glucose level was 11 mmol/l. The customer stated that the pump screen was damaged and does not work anymore. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked and bleeding lcd glass, unable to perform the displacement test due to cracked and bleeding lcd glass. No audio/beep anomaly noted.